Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a pci / impella removal, getting the bypass tube in the sheath valve was difficult, the doctor was able to click to closure unit into the sheath with more force than usual. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). Correction to section d: UDI number. Additional information: no return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301565 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following the protected pci/impella removal, a 14f manta was deployed to the measured depth for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate to severe resistance attempting to advance the bypass tube into the sheath hub. No structural damage on the lumen of the sheath and no buckling or bending occurred to the bypass tube when resistance was met. While using more force than usual, the physician was able to get the bypass tube in the sheath valve and clicked the closure unit into the sheath. Closure was completed with this device. A CAPA was previously opened under teleflex quality system to address this issue. Based on the investigation, the root cause has been determined to be manufacturing related. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "during a pci / impella removal, getting the bypass tube in the sheath valve was difficult, the doctor was able to click to closure unit into the sheath with more force than usual. There was no reported patient harm or consequence."